Event description:
It was reported that during a stenting procedure of two elongated stenoses of 85% severity of the lad, the lesions were crossed with a wire and pre-dilated with a maverick monorail for up to 20 atmospheres for 30 seconds. It was noted that there was an obvious dissection at the more distal site of dilatation. The entire mid and proximal portions of the lad were then stented with multiple stents, deployed in a slightly overlapping fashion utilizing a single inflation of 14 atmospheres for 30 seconds. Selective injections of the stented area indicated an excellent angiographic result within the stented segment. There was no residual stenosis or evidence of edge dissection. The patient was angina free with normalized s-t segments on the EKG.